Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On (B)(6) 2020, it was reported that during pm it was found that the dermatome was in need of repair as it was leaking oil. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Product review of the air dermatome on (B)(6) 2020 revealed that the motor speed was out of specifications. The control bar was not in the correct position and the calibration was out at the 0, 10, and 20 settings. The head had damage that could affect the performance of the device. The control bar and reciprocating arms had visible damage. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome has not been performed by zimmer biomet surgical as the device is aged and the customer was unresponsive so the device will be returned to them unrepaired. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was non-verifiable. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during pm it was found that the dermatome was in need of repair for unknown reason. The device was leaking oil. The investigation identified that the motor speed performed below specifications. No adverse events were reported as a result of this malfunction.